Manufacturer narrative:
Device was received with no select, up and down arrow button response due to corroded keypad traces. Unable to perform the self test and displacement test or verify stuck button alarm due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received stuck button alarm. The customer¿s blood glucose level was 16 mmol/l at the time of incident. Customer stated that the insulin pump was exposed to a change in altitude. Customer assisted with troubleshooting. Customer was not able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.